Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as the device was not available for analysis, no device testing methods were performed. For this reason results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Attempts were made to obtain additional information without success. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes. Device not returned for evaluation.

Event description:
Fill volume: asku, flow rate: asku, procedure: chemotherapy, cathplace: asku. Please reference: 2026095-2015-00345(a), 00350(b), 00355(c), 00356(d), 00357(e), 00358(f), 00359(g), 00360(h). It was reported via (B)(4), received on 1/4/2016 from (B)(6) that a patient reported the following: patient reported that during chemotherapy of 5fu that the pump ended 8 hours sooner than expected, stated as "finishing a lot sooner than 46 hrs.". No possible reasons for early infusion were identified with the patient and wife. No patient injury or complication was reported.